Event description:
Philips received a complaint on the intellivue smart-hopping sync indicating that a speaker malfunction error was displayed. The device was in clinical use at time event, no report of patient or user harm.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. The customer received trouble shooting assistance from a philips technical consultant (tc) who went on site to observe the issue. The tc verified 3 syncs were producing red lights. The central monitoring enterprise had sync loss alarms. The tc did some more troubleshooting and found the connection removed to the next sync connection in level (bundle of 3). Worked with the customer it to rerun the poe connections. The syncs returned to green status. He was able to clear the error alarms on central systems and working normal again. Based on the information available, the cause of the reported problem was a sync connection issue. The reported problem was confirmed. The device was confirmed to be operating per specifications after resetting the sync connection. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.